Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. After review of medical records, the patient was revised to address, failed left total hip arthroplasty with metal-on-metal articulation, pseudotumor formation. Revision notes indicated that the capsule was noted to be somewhat patulous and distended. Fluid was present in the capsule with a clear brown coloration but no purulence. Doi: (B)(6) 2009 - dor: dec 04, 2012 (left hip). Patient is bilateral. Please see (B)(4) for the right hip.